Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient has had mental problems such as hallucination that occurred about a year after the implant. The patient was discharged at the end of 2016 and was observing at home. The doctors told the patient's family that the mental problems were caused by the combination of therapy and drugs. It was unknown when or what actions will be taken. No troubleshooting was done. No further complications were reported as a result of this event.